Manufacturer narrative:
The reported issue of dim segments was confirmed on 15 out of 16 returned display boards. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 15 out of 16 of the returned boards exhibited dim segments. One board could not be tested due to channel error 232.6040 displaying once the cad pcu was powered on. Channel error 232.6040 indicates that a rate display failure was detected. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. Review of the s/n (B)(4) service history record showed the device had a manufacture date of 10/09/2005. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/11/2020 and indicated that this device has been previously returned two times for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only display board was returned for investigation.

Event description:
It was reported that the device had dim segment on the led display. There was no reported patient involvement.